Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895227 and gd895243 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with cefazolin (intraperitoneally, 1g, daily). The cause of the peritonitis was unknown. The patient was recovering at the time of the report but was still in the hospital. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.